Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and reservoir had lots of air bubbles. The customer blood glucose level was 500 mg/dl. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The reservoir and insulin will not be returned for analysis.